Manufacturer narrative:
The result of all electrical tests performed, including thermal and mechanical stress testing, indicates normal device characteristics. The device image was saved successfully. Longevity assessment performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12486. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.